Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a rash. The patient reported that he had a rash develop under te electrodes. The patient was instructed to properly launder and change the garment on a more frequent basis. The patient removed the lifevest to allow the rash to heal. The patient's physician prescribed the patient a fungal cream. Follow-up indicated that the rash was improving and that the patient was still not wearing the lifevest.